Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient states that upon inserting a new contact lens she experienced severe eye pain and redness which developed into an ulcer. The patient sought medical treatment from her general practitioner who diagnosed the ulcer and referred the patient to an eye specialist. The patient opted not to seek further care but discontinued lens use and the incident is fully resolved after approximately three weeks. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.